Event description:
Info received indicates the reverse trendelenburg function is not working.

Manufacturer narrative:
The foot cylinder was found to be defective. The technician replaced the foot cylinder to repair the stretcher.